Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The belt was unable to complete a therapy electrode falloff test. The cause for failure was isolated to a defective belt node and therapy electrode assembly. The root cause for the defective components could not be positively identified. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.